Manufacturer narrative:
This report is submitted on february 09, 2024.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently underwent exploration surgery for the infection. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022 (specific day not reported). This report is submitted on april 26, 2024.